Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000429, lot/serial #: (B)(6) ; product ID: bi71000192, lot/serial #: (B)(6) h3) the door winch was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. Visual inspection shows wear damaged/broken teeth on the gears of the winch assembly preventing the drive motor from rotating. Damaged winch assembly. B01, c07, d02 the drive rotor was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. Test drive assembly with motion cart. Forward and backwards motion passed, brake was engaging and disengaging as normal. Visual inspection shows missing teeth from belt and the inner metal belts are showing. B01, c07, d02 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. Concomitant medical products: other relevant device(s) are: product ID: bi71000273, lot/serial #: unknown; product ID: bi71000429, lot/serial #: unknown; product ID: bi71000192, lot/serial #: unknown, initial reporter unknown for the site. The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and reproducible. While at the site troubleshooting found a broken screws of the cable winch slides and broken tooth on the rotor tractor drive. They were able to extract the broken screws without damaging the threads on the plate. They installed new slides and screws, replaced the door winch cable and tractor drive resolved the issue. Completed full system checkout. All tests passed successfully, the system was fully functional and ready for clinical use. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the site was unable to open the door while it was around a patient. They attempted to manually open the door while the manufacturer representative assisted via video chat. They were able to manually open the door, but then decided to manually close it to spin again. While manually closing they heard a loud popping sound and the door would no longer open. The procedure was able to be completed without delay as the health care professional continued to operate around the system. There was no reported impact on the patient. Additional information was received stating that the site tried manually opening and closing the door before they called the manufacturer representative (rep). Which then resulted in the system becoming damaged. The site could not open the imaging system, they had shifted the system down to the foot of the bed as far as possible and shifted the patient onto the stretcher post operatively. Upon which they could remove the center board of the table and remove the imaging system from the room.